Event description:
Aide went to do foley care on patient and discovered foley was no longer in patient. Balloon was not inflated. Discovered balloon syringe connection piece was missing from foley. Found piece in bed under patient. Unsure how connector became disconnected from foley.